Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the wire became stuck in the balloon catheter. The entire system was removed without incident. No patient injury or complication occurred.